Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a coronary sinus perforation occurred during positioning of the guide catheter, which was observed via fluoroscopy. The cause of the perforation was unknown. The patient was asymptomatic and the procedure was stopped after the perforation was noted. The left ventricular port of the device was plugged and the patient will come back at a later date to implant a left ventricular (lv) lead. No further patient complications have been reported as a result of this event.